Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred post deployment. The promus element plus stent was placed in the left main. The stent was post dilated with a 4.0 x 5. Nc quantum apex balloon. Ivus was preformed with a non bsc catheter. Following ivus, it was noted that the proximal edge of the stent was deformed. This was dilated using an nc quantum balloon. No further patient complications were reported. Patient status is listed as fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.